Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. It was reported that final angiogram revealed a proximal type I endoleak. The patient has high aortic neck angulation of 70 to 75 degrees. Per the physician, a cuff was needed due to high aortic neck angulation. A cuff was placed and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)- off-label (neck angulation greater than 60 degrees).